Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power in order to clear the alarm. The tsr advised the hp to discard supplies. The nurse was contacted on (B)(6) 2011. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.